Event description:
Additional information was received indicating that further testing was performed and loss of capture was noted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a pause episodes was observed on the device and there was indication of oversensing. Provocative testing was performed and no anomalies occurred. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.